Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted. Part number: 310.23, lot number: h562732 , part manufacturing date: 09 march 2018, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a . A review of the device history record revealed no complaint related anomalies. The device history record shows lot h562732 of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h516588 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h447435 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was conducted. The instrument was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm/si: the following investigation flow was performed: broken: it was visually observed that a portion of the distal tip has sheared off from the instrument and was not returned. The balance of the device is in fair condition. The complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection was performed per relevant drawing. Diameter of distal tip proximal to tip breakage: ø 2.5 +/- 0.2 mm; measured dimensions: shaft ø: 2.49 mm; conforming, a review of the current design drawing was performed: no issues were identified. While no definitive root cause could be determined it is possible that any unintended forces encountered by the device during usage or handling could have contributed to complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth, sex and weight was not provided for reporting. Date of event is unknown. Additional device product codes: gff, gfa, hsz. Device is an instrument and is not implanted / explanted. Reporter is synthes sales representative. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2018, patient underwent surgery for a trauma case with a broken pelvis. During the surgery, four (4) drill bits with quick coupling broke at the exact same spot. The surgeon was getting an unknown screw in the pelvis and did not have many chances. Surgeon had to risk not getting proper fixation due to the drill bit breakage. Patient had to receive a different operative plan. Reportedly, four drill bit tips remained in the patient. The procedure was completed with 30 minutes surgical delay. Patient outcome is unknown. This report is for one (1) 2.5mm drill bit/qc/gold/180mm. This is report 4 of 4 for (B)(4).